Event description:
Patient presented to the physician with soreness and a burning sensation at the ipg site when using therapy. Physician brought the patient into the or and replaced the ipg. After ipg replacement, the physician found a breach in the sensing lead insulation. Physician replaced the sensing lead and closed.